Event description:
Arrive2 clinical study #124-008 341 days after a coronary artery drug eluting stenting procedure the pt required a target vessel reintervention (tvr) the lesion being treated in the index procedure was a 3.5mm, 99% stenosed portion of a saphenous vein graft located in the 1st diagonal (1st dx). The physician treated the lesion with predilatation and successful placement of a taxus exress2 8.8% 3.50x12mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. 341 days after the initial procedure the pt required a tvr of the dx. The physician preformed balloon angioplasty to resolve in-stent restenosis. The pt was discharged the next day. In the opinion of the physician the relationship of the tvr to the taxus stent is probable and there was restenosis of the taxus stent.